Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that when the vision stent delivery system (sds) was delivered and inflated, it was noticed that the stent implant was not on the sds. Eventually, the stent implant was found inside the protective sheath. No add'l event or pt info is available.

Manufacturer narrative:
Results: quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was returned dislodged from the balloon and on the stylet and partially in the orange protective sheath. The entire length of the stent was stretched. There was no other damage noted to the stent implant. The balloon was loosely folded as if previously inflated. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. The stent implant outer diameters could not be measured due to the damage noted. Pin gauges were used to measure the inner diameter of the orange protective sheath. Results and conclusions will be forwarded upon investigation completion.